Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address flexion instability. The surgeon noted exploring the popliteal fossa medial to the neurovascular bundle as there was a large cystic structure. The area was decompressed along with some benign-looking cartilaginous tissue on the posterior aspect of the knee, but the surgeon indicated the inability to completely excise the lump that could be felt subcutaneously in the popliteal fossa. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and depuy cement x 3. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.